Event description:
The dome part was broken when the catheter was removed percutaneously. The device was in place for 400 days. The detached dome in the pt's stomach was collected with an endoscope using an unknown device.